Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the transmitter unpaired itself was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.